Event description:
The pt underwent implantation of a synchromed pump and catheter in 2000 for intrathecal infusion of medication for pain. The pt presented to the hcp 3 months after implant with redness and swelling of the device pocket. A culture of the device pocket was obtained and grew fungus. The pt had postop wound contamination because the pt raises exotic birds and is frequently covered in exotic droppings, per the hcp. The pt was treated with total device system explant. The infection resolved.